Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint of ¿no image¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was no longer displayed due to a failure of the charge-coupled device (ccd) unit. However, the root cause could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: small cut and kinks on the cable, and a failed leak test. Olympus will continue to monitor field performance for this device.